Manufacturer narrative:
H4: the lot was manufactured april 18, 2023 to april 19, 2023. H10: the actual device was received for evaluation and did not contain fluid in the bladder. Visual inspection via the naked eye showed no signs of physical abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion via a peripherally inserted central catheter (PICC) line. The infusion did not drip out as expected and the "balloon did not deflate as much". The PICC line was patent. The device contained flucloxacillin (flubiclox) 8000mg in 240ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.